Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in-clinic. Interrogation showed the patient's right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. Programming changes were made, and the patient was in stable condition throughout the procedure.